Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error. The customer's blood glucose level was 102 mg/dl at the time of incident. It also stated that troubleshoot was performed for power error on insulin pump and power error detected did not recurred within a week of troubleshoot previous occurrence. The customer was advised to discontinue use of insulin pump. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump error alarm, low battery and power error alarm noted due to non-sleep anomaly software error.